Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have teflon pad missing. The teflon pad is torn off at the distal end the instrument. There was material missing that was not returned as a result.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm harmonic ace instrument jaws burned and melted off from the metal when activated. The surgeon immediately removed the instrument from the patient and discontinued use. The procedure was completed with no reported injury.